Event description:
Note: this manufacturer report pertains to the first of four devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-02863 for the first capio slim device, for the second capio slim device, 3005099803-2023-02866 for the third capio slim device, and 3005099803-2023-02867 for the fourth capio slim device. It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation (vaginal prolapse repair) procedure performed for the treatment of vaginal prolapse. During preparation, the device misfired. The "bullet of the device was not locking." Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050502 captures the reportable event of device misfired.